Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display scrambled/ erratic. No patient involvement reported.

Manufacturer narrative:
Follow-up attempts were made to obtain evaluation information from the customer. If information is received, the complaint will be updated.